Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. A potential factor unrelated to the manufacturing or design of the device which could have contributed to the reported event is a power or electrical surge to the controller which could have caused component damage such as a blown fuse. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the coblator ii controller turned off during a procedure. The procedure was successfully completed using a back-up device, however, the incident resulted in a 30 minute surgical delay. There have been no reported patient complications.